Event description:
It was reported that when in use, the leg bag became vapor locked and the urine did not drain into the bag and remained in the upper tubing and bladder.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Visual evaluation of the returned sample noted one opened (without original packaging), in-use urinary collection bag and attached inlet tube. Visual inspection of the photo sample noted that the bag sides seemed to stick together at points, but it was unclear if this contact prevented any urine from draining into the bag. Air pockets in the bag were clearly present. A potential root cause for this reported failure could be "positive air pressure." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when in use, the leg bag became vapor locked and the urine did not drain into the bag and remained in the upper tubing and bladder.